Event description:
The device was used during a laparoscopic appendectomy. Reportedly, the plastic trocar tip broke and disengaged into the pt's cavity. The surgeon performed a re-operation on november 1, 1999 and was able to retrieve the component. The hospital has reported the pt's condition is satisfactory.